Manufacturer narrative:
A detailed review of all the lot history records pertaining to the to the manufacture relevant to the stent and delivery system lots showed no issues that were deemed related to the complaint investigation. There were two devices returned for evaluation. The first device evaluated was device #1. This device showed separation of the outer braid to bifurcation hub bond. Additionally, kinking was seen in the proximal section of the delivery system's outer and inner shafts. The outer braid was elongated. The stent was still inside the delivery system on its return. Therefore, this was the device that was unable to be deployed. The stent was deployed on a benchtop and it was successfully deployed with no damage or defects observed following its inspection. The second device evaluated was device #2. This device also showed separation of the outer braid to bifurcation hub bond and kinking in the proximal section of the delivery system's outer and inner shafts. The endcrown of the stent could be seen protruding from the distal outer braid. The radiopaque marker was also partially split. The outer braid was elongated. An attempt was made to deploy the stent, which resulted in the successful deployment of the full stent length with little force required. An inspection found no damage or defects in the stent. The feedback indicated that slight tortuosity was present in the anterior tibial (at) artery. Anatomically, the transition of this vessel into the popliteal artery involves an angle the device needs to cross over. As additional tortuosity was present in this case, as well as resistance during advancement, this was considered the most likely explanation for the kinking seen in the proximal section of the device(s). The separation of the outer braid to bifurcation hub bond suggested that a significantly high deployment force occurred. Device #1 was categorised an "unable to deploy" event due to the anatomical conditions of the vessel (occlusion, calcification and tortuosity) and the friction these vessel conditions created between the device and components and the access/introducer sheath may have contributed to the increased resistance and high deployment force during stent deployment. These types of unable to deploy events do not lead to serious injury and would not meet MDR reportable event criteria. Device #2 (the subject of this report) was categorised as a "partial deployment" as an endcrown had emerged during the deployment. It was likely that the damage to the radiopaque marker band seen in the returned device was the result of the protruding stent crown. The cause assigned was "anatomy" to reflect that the anatomical conditions of the vessel (occlusion, calcification and tortuosity) that contributed to friction between the device components and the access/introducer sheath leading to the increased resistance experienced, which necessitated a significantly high deployment force. It was reported that resistance was also experienced during advancement and in such cases the IFU recommends "do not force passage if resistance is encountered at any time during delivery of the stent delivery system (sds). This may cause damage to the stent, the sds, or vessel or may lead to partial deployment", however in this case the physician continued with advancement of the devices. Resistance was also experienced upon initiation of deployment prior to release of any stent crowns and in such cases the IFU recommends that the device should be carefully withdrawn without deploying the stent. As a result, another cause category assigned to this complaint investigation was "user". There were no angiographic images provided in this case but information from the physician provided details on the vessel anatomy. The complaint was categorised "unable to deploy, partial deployment" with cause categories "anatomy" and "user" assigned. The reported complaint was not related to a deficiency of the device(s).

Event description:
On (B)(6) 2024, a physician attempted to treat the distal superficial femoral artery (sfa) to popliteal artery with a 7.0 x 150 mm biomimics 3d (bm3d) stent. The target site was described as having an occlusion in the femoropopliteal segment as well as having mild/moderate calcification. A pedal approach was used and this approach was reported as being slightly tortuous. A merit 5/6 slender access sheath was used with an asahi 0.018" mongo guidewire. The physician performed vessel preparation with an abbott armada percutaneous transluminal angioplasty (pta) balloon and laser atherectomy. The bm3d was flushed in accordance with the instructions for use (IFU). The bm3d device was introduced into the patient, and the physician experienced resistance during advancement of the device to the target site. The physician initiated deployment which included resistance immediately prior to the release of any stent crowns. The physician continued their deployment attempt, which resulted in an increase in resistance. One centimetre (1 cm) of the stent was released from the outer braid but was followed by damage to the bm3d device. At this point, the decision was made to remove the delivery system, which was completed without issue. The procedure was continued with a second 7.0 x 150 mm bm3d device. It was reported that this device experienced similar resistance during advancement to the target site, and during the attempted deployment. The device was reported as being unable to deploy and was removed from the patient without the deployment of any stent crowns. A third bm3d device was used to finalise the procedure, which was successfully deployed without issue. The effect of the events in this case was a prolonged procedure. A successful outcome was achieved, and there were no adverse effects to the patient. The lot and catalogue numbers were provided for the first two devices used. The two devices had the same catalogue number (144700-19), but each device had a different lot number (0000283099 and 0000193476) and as the devices were returned without any identifying information, it could not be determined which lot related to the partially deployed device (the subject of this report). The date of awareness of this event was 09-jul-24.